Event description:
The hcp reported the pt had been experiencing an increase in pain over the previous few weeks and had been supplementing with oral medications. At refill, the expected reservoir volume was 3.0ml and the actual aspirated volume was 15ml. Telemetry was done and demonstrated the pump was infusing with no alarm at that time. The hcp decided to have the pump refilled per protocol and discarded the old medication. The pt had been diagnosed with cancer via cat scan prior to this event. The pt has an enlarging liver, bone metastasis, and a poor prognosis.